Event description:
Alcon acrysof iol injector-folded lens utilized during cataract surgery. When the plunger was depressed according to the surgeon with normal, gentle amount of force the folded lens suddenly shot out of the tip inserter and disappeared from site. Indirect ophthalmoscopy was performed and the lens was seen in the superior nasal quadrant of the anterior vitreous. A vitreo-retinal specialist was consulted. Later the same day, the patient required a second procedure for a vitrectomy, membrane peep, and intraocular lens exchange.